Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management board shows that the power management pcba was tested by repeatedly by cycling through power-up and shut down in different configurations. No failures were found.

Manufacturer narrative:
Updated.